Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00311 pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure sometime in (B)(6), 2011 (exact date unknown). The procedure was completed with no complications. Approximately six weeks later, the patient presented with slight mesh exposure on the anterior wall of the vagina under the uphold device. She also exhibited slight irritation of the skin surrounding the incision sites (date of onset unknown). The exposed mesh reportedly would not heal (specifics unknown), so the physician subsequently excised the exposed portion of the mesh on (B)(6), 2012.the patient's condition is reportedly fine.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.